Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview conical dissection tip cracked when it was screwed on the scope. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B)(6)2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4)